Event description:
It was reported that a patient presented with post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.